Event description:
During a zygomatic fracture procedure on (B)(6) 2013, the surgeon was using a battery powered device to insert a 6mm ti matrixmidface screw. After the surgeon implanted the screw, he decided that he wanted to reposition the plate. When the surgeon was backing out the self tapping 6mm ti matrixmidface screw, the head broke off. The shaft of the screw remains implanted. The surgeon relocated the plate and predrilled the screw holes to complete the procedure with no further problem reported. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.